Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump has alarmed motor error multiple times. The customer also reported a flush drive support cap, as well as a cracked case and low battery life. Troubleshooting was performed, and the insulin pump passed the self test. Advised the customer that the insulin pump would be replaced due to the flush drive support cap. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.